Manufacturer narrative:
We had requested and received the consumer's return of product for evaluation. We had requested the return of the lot code information and the consumer had provided the packaging, however, the consumer had covered the lot code with a shipping label and shipping tape, rendering the lot code illegible. We have sent the provided product and initially advised lot code information to qa for investigation. We await the results.

Event description:
Received a report from a consumer indicating she experienced discomfort while removing a tampon pledget, and was concerned a piece of the pledget may have been left behind. No injury reported, and later correspondence received from consumer indicated she recovered from said experience without further incident.